Event description:
Customer's daughter reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 118 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was found unconscious on the floor. The paramedics were called. Customer was hospitalized for two weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.